Event description:
A customer reported a malfunction in their pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer had not addressed elevated bg levels at the time of trouble shooting but intended to administer a bolus through the pump once the issue was resolved. Technical support provided guidance to reset the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and to contact support again if the issue returned.